Manufacturer narrative:
H6: investigation summary: photo received for investigation, through the analysis of the photos sent by the customer it is possible to observe the presence of foreign matter in the syringe. However, from the photos sent it was not possible to identify the foreign matter and investigate the root cause. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported when using the bd syringe plastipak 20ml ll s/su, the device experienced foreign matter in the device fluid path. The following information was provided by the initial reporter. The customer stated: syringe containing dirt inside. ¿ what medication was being administered? It was identified before its dispensation.

Event description:
It was reported when using the bd syringe plastipak 20ml ll s/su, the device experienced foreign matter in the device fluid path. The following information was provided by the initial reporter. The customer stated syringe containing dirt inside.what medication was being administered? Medication was identified before its dispensation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.